Event description:
It was reported that the customer had a audio/beep anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer already insert a new battery on the insulin pump and did not do anything. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
No unexpected audio/beep anomalies during testing. The insulin pump passed self-test and displacement test. No unexpected alarms noted during testing. However, the insulin pump alarmed prime during seating due to moisture damage on motor assembly and force sensor. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.